Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she went to remove a tampon and there was no string available. She was able to manually remove the tampon. She sought medical attention and doctor confirmed no tampon pieces were left inside.